Manufacturer narrative:
(B)(4). Final comments from the MFR: review of the details of the event including cd images of the procedure attests to the following: in this order: the initial guidewire crossing path, the lesion morphology and location of the thrombotic mass contributed to the eventual perforation. The guidewire placement was very eccentric to the mass of the thrombus and was positioned directly against the anterolateral wall of the lad. Laser catheters tend to naturally track towards the outside (laterally) of arterial bends and curves because of the fiber-optic design and/or when tracking guidewires that are flexible versus stiff. Multiple passes were not able to come into direct contact with the mass of the thrombus which was laminated to the medial and inferior surface of the lad. The laser energy and, therefore, vapor bubble creation, for both the 1.4 and 1.7 mm catheters (combined 8631 pulses at 60 fluence) was directed down the eccentric guidewire plane. Following the same eccentric pathway finally eroded (photoablated) the arterial wall leading to the rupture (perforation). There also appears to be disruption of the arterial structure near the perforation with a deep dissection plane. A large segment of the thrombus was pushed distal across the origin of the 2nd diagonal. There was possibly acoustic effect along with the ablative damage to the wall. Is it also possible that there was contrast media near this segment during the last 1.7 mm laser treatment. There is no apparent staining in the arterial wall other than from the perforation. Spectranetics understands that (B)(6) attempt to remove the residual thrombus using multiple passes and the larger catheter, but the guidewire position did not allow it. The procedure was categorically a high risk angioplasty. Otherwise, the primary contributor for this adverse event would be faulty user technique.

Event description:
In response to form 483 issued to spectranetics on 05 nov 2010, observation #2, all vigilance reports filed, will also be filed with the FDA for all same/like devices sold in the united states. (B)(4) study adverse event - investigator summary patient admitted to emergency ward of (B)(6) in 6th hr of myocardial infarction, which was his first symptom of coronary artery disease ((B)(6) 2008 hr 03.00). On admission bp: 150/90 mmhg, killip I, substernal cardiac pain at rest. ECG: st segment elevation up to 8 mm leads v1-v5. Pt is fulfilling all inclusion criteria of the (B)(4) study (thromboablation in acute myocardial infarction) and does not fulfill any of the exclusion criteria. After signing informed consent pt is being enrolled into the study (03.20 hr). Coronary arteriography: (artery puncture: 03.40 hr). Left coronary artery: left main coronary artery: wide, no stenosis. Left anterior descending critically stenosed in vii (12 - proximal lad) segment, (from bifurcation with weak diagonal) by large thrombus, max lumen reduction 95%, timi-2. Ramus circumflex critically stenosed up to 80-90% in distal part (narrow reference diameter). Marginal branch stenosed pointy to 90% in proximal part, in distal part intensified atherosclerotic plaques. Right coronary artery: dominant, no significant lumen reduction. Decision: pci-lad ad hoc. Marginal branch stenosis to be reconsidered in later phase. Left anterior descending angioplasty: (segments do not correspond to cass map). Vi/vii (12 - 13 proximal to mid lad) segment in region of first diagonal departure 95% stenosis, large thrombus in vii (12 - proximal lad) segment, timi - 2. Guide catheter jl 4.0/7f, guidewire whisper ms. Ufh - 5000j IV + 2000j ic (+7000j IV previously), 600 mg clopidogrel, 75 mg asa 375 mg. Abciximab: bolus/infusion according to body weight administered. Crossing with the guidewire to distal part of the vessel. Timi 2 flow, timi thrombus grade - 4. Pt enrolled into (B)(4) study - randomized into (B)(4). Thrombectomy with laser catheter 1.4 vitesse rx (energy - 60/ fluence-40) 2 passages, summary 3800 pulses, 1 min. 35 sec - 04.20 h - first elca ablation. In angiographic control, worsening of blood flow to timi - 1 (timi thrombus grade 4). Next thrombectomy using laser catheter 1.7 vitesse rx (energy - 60/ fluence - 40), 3 passages, summary 4831 pulses, 2 min., 0 sec. In control angiography, vessel perforation with visible contrast extravasation to the pericardium; in vessel no significant thrombus mass reduction timi-1. Implantation of the stentgraft graftmaster 3.0/26mm - dilatation 14atm/24secs, post dilatation up to 18 atm/14 secs with optimal effect. No contrast extravasation. Proximally implantation of visio 3.5/12mm stent - dilation 14atm/18secs, post dilatation on overlap 14atm 12 secs. In vessel, no reflow observed, timi-0, timi thrombus grade 5. Adenocor 3 x 125ug ic administered. Clinically - hypotension controlled with liquids infusion and temporary infusion of dopamine (max 5ml/h), dobutamine (max 15ml/h), additionally short term bradycardia up to 30/mins, which subsided after administration of 0.5 mg atropine. Angiographically complete vessel widening, after 30 mins, in angiographical control, phasic flow timi - 1. Last contrast infusion - 05.20. During procedure 400 ml of ultravist contrast has been used. Fluoroscopy time: 16 mins. No visible st segment resolution. Pt with bp 110/70 mmhg, hr 100/mins, no circulatory insufficiency, w/o pressors, w/o substernal cardiac pain, on (B)(6) is being transferred to the intensive care unit for further treatment.